Event description:
The customer reported that the insulin pump alarmed motor error while attempting to prime. The blood glucose reading was 11mg/dl. Troubleshooting was performed, and the drive support cap was protruded. No further information was provided.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus /basal delivery and e70 alarm confirmed in the history file. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. The insulin pump passed prime, displacement and basic occlusion test. Unit had cracked reservoir tube lip and battery tube threads noted during visual inspection. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.